Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between 8/27/2018 and 1/13/2019. (B)(4). Device evaluation: the product was not returned to the manufacturing site as it was discarded. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this production order number have been received. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxt225 23.0 intraocular lens was explanted because the patient was unsatisfied. Additional information received revealed the lens was explanted on (B)(6) 2019 from the patient¿s right eye due to the patient complaints of haze, glare at night, and could not focus. At explant the continuous curvilinear capsulorhexis (ccc) split and a three-piece lens was placed. There was no patient injury post-op and the explanted lens was discarded.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.